Manufacturer narrative:
It was reported by the patient¿s caregivers that the patient desaturates to the low 60¿s while using the synclara device. There was no allegation of a device malfunction. The patient is an 11-month-old female with a medical history of cardiac arrest because of respiratory arrest in the setting of rhinovirus/enterovirus (rv/ev) infection, atrial septal defect, respiratory failure, gene mutation- cacna1a homozygous with loss of function (lof) variants, seizures, hypoventilation-chronic use of 1l of oxygen prior to hospitalization, ineffective cough clearance, sleep disordered breathing and possibly aspiration, palliative care patient. On (B)(6) 2023, the patient¿s caregivers were trained on use of the synclara device. Per the caregiver, the patient did not desaturate during initial set up on the device but did later that evening. The patient¿s spo2 improved with increased delivery of oxygen (liter flow not reported). According to clinical notes dated (B)(6) 2023, the patient is on 0.5 lpm of o2 via a low flow nasal cannula, which can be increased to 1 lpm when sick. The caregiver stated the patient is currently on hospice and the hospice physician would like the patient to continue using the device. The caregiver stated the device settings are good for the patient and they will continue using the device per physician direction. Emergent care will be sought if the patient experiences shortness of breath and oxygen saturation does not recover quickly. The synclara cough system is intended for use on patients who are unable to cough or clear secretions effectively due to reduced peak cough expiratory flow or respiratory muscle weakness. The synclara cough system provides a noninvasive therapy designed for use by patients, caregivers, and healthcare providers. The system will simulate a cough to remove secretions in patients with a compromised peak cough flow. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, although the patient¿s oxygen level was clinically below normal range and the change was temporary, the event of oxygen desaturation to the low 60¿s is considered potentially life threatening in the setting of the patient¿s existing co-morbidities, concluding a serious injury occurred. The patient was stabilized at home by the caregiver by increasing oxygen flow. And did not require additional medical intervention. Based on the information reported, it can be reasonably concluded the event was likely caused by therapy intolerance. There was no allegation of a device malfunction, and the patient is continuing use of the device.

Event description:
It was reported by the patient¿s caregivers that the patient desaturates to the low 60¿s while using the synclara device. There was no allegation of a device malfunction. This report was filed in our complaint handling system as complaint (B)(4).